Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an oxygen blending module failure error code was found in the device's error log. The device's oxygen blending module pca board needs to be replaced to resolve the issue. Additionally, calibration was unable to fix the problem. The oxygen blending module gasket has a leak, the rubber feet are missing, the micron filter needs to be upgraded, and the handle o-ring is worn out.